Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. He elected to remove the delivery/stent device and was unable to pull it back into the guide catheter. He then attempted entire system removal and the stent dislodged and remains in a branch of the femoral artery. Pt status is listed as "okay".